Event description:
It was reported by the nurse, doctor indicated that all products, implants and ex fix were MRI safe. Patient entered the MRI field and the machine grabbed his leg by magnetic force and jerked it upward. Patient experienced severe pain. Patient was not put all the way into the machine at that time."

Manufacturer narrative:
The items listed in the per (B)(4) are not MRI conditional. The following corresponding items are MRI conditional: (B)(4), and (B)(4). This is what they should have used. MRI items are always a different color (green with yellow bolts) and have "MRI" printed on the devices. This is described in the hoffmann ii MRI brochure. Due to the above mentioned reason, the complaint issue is not considered to be device related (usage beyond the intended use). Please note the following information from the product brochure hoffmann ii MRI external fixation systems (B)(4) for this reason, stryker offers a line extension of external fixation which may be used safely in MRI scanners up to 3.0 (B)(4). This means that the patient can be placed in the MRI scanner with the fixator in situ without additional risk for the patient or the MRI scanner itself.